Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information which clarified that the sheath was a non-bwi device and there was no clot on the sheath. Additionally, an evaluation was done on videos provided by the customer. A video showing ultrasound images was received, however, the video does not provide sufficient information related to the reported event, therefore, no result can be obtained from it. Customer complaint cannot be confirmed. The device has not been returned for analysis, therefore, it is not possible to determine the root cause of the failure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Note: h6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30404254l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and a clot issue occurred. It was reported that while aspirating the pentaray nav high-density mapping eco catheter, a clot was noticed. There was no clot on the soundstar catheter nor the smarttouch sf catheter. In addition it was also mentioned that the clot was also noted on the sheath (unknown brand). The proper flow rate was used. The patient was in the proper therapeutic clot range. The physician assumes the patient had a undiagnosed clotting issue. It is unknown whether the patient has any neurological deficiencies and a neurologist is being consulted. The ablation was finished. No error messages were presented. The physician did not see any product problems. The patient was anticoagulated with activated clotting time (act) of 350sec maintained throughout the procedure. Heparinized normal saline was used. The duration of ablations was not greater than 60sec and the average force was not above 25 grams. The irrigation parameters were within prescribed parameters. Tag index was used as prospective color option. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional clarification to be requested on the sheath. The clot issue was assessed as MDR reportable under the pentaray nav high-density mapping eco catheter.